Event description:
It was reported that this was a venotomy closure of the common femoral vein using a prostyle device after an ablation procedure, with a 5fr ¿ 21fr sheath. The sutures of the prostyle device achieved hemostasis. Reportedly post procedure, vein stenosis occurred, and lower extremity edema was noted. The patient was monitored, but no treatment was given, and the patient was discharged. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of occlusion is listed in the electronic perclose prostyle instructions for use as a possible adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial MDR additional information was received: hospitalization was not extended due to the edema. The edema is still ongoing.